Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr), and a flail leaflet for a mitraclip procedure. A mitraclip xtw was implanted and a mitraclip xt was selected to further reduce the mr. While maneuvering the second clip in place, there was interactions between the two clips and the implanted clip, mitraclip xtw, had a single leaflet detachment and was no longer attached to the anterior leaflet. The second clip, mitraclip xt, was then implanted medial to the first clip for stabilization. The final mr was grade 3. There was no clinically significant delay reported. It was reported that on (B)(6) 2025, the patient died from a gastrointestinal bleed. This was determined to be unrelated to the mitraclip procedure and the official cause of death was a gastrointestinal bleed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (caused damage) or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to procedural conditions (interaction with an implanted clip during positioning due to respiration). The reported poor imaging is related to procedural conditions (artifacts from device), per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.